Event description:
A malfunction with code malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.